Event description:
(B) (4). It was reported that after a coronary artery stenting procedure the patient experienced angina. The lesion being treated was located in the proximal right coronary artery (prox rca). The physician implanted a 3.50x12mm taxus express2 stent. At the 2 year follow-up the physician found the patient's anginal symptom had changed for the worse than the result of 1-year follow-up. No information has been provided regarding the patients treatment or the outcome.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).